Manufacturer narrative:
On july 6, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear on the posterior view measuring approximately 0.2 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5749994 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2020, mentor became aware that it was the right side implant that has deflated. The product info has been filled for the right side implant: (catalog: 3501670 lot: 5982478 sn: (B)(6). Mentor also became aware that the correct date of implant explantation surgery was on (B)(6) 2020. In addition, mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9438878 sn: (B)(6) and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9438878 sn:(B)(6). On june 25, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 5982478: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (Manufacturing date: march 25, 2010 and expiration date: march 24, 2014). For lot 5749994: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered breast deflation on an unspecified side, post-operatively. The health care professional noticed obvious deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since no information was provided to specify which side was deflated both lots and serial numbers provided by the reporter will be included: (right lot: 5982478 sn: (B)(4) and left lot: 5749994 sn: (B)(4).

Manufacturer narrative:
On may 12, 2020, mentor became aware that the patient was scheduled for implant explantation surgery in (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For lot 5749994: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (Manufacturing date: may 22, 2007 and expiration date: may 22, 2011). Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).